Event description:
Through internal data analysis, abbott has identified that for the architect hemoglobin a1c (a1c), ln 04p52-20, and alinity c hba1c, ln 08p43-20 and 08p43-77, reagent kits the current set value for low linearity range for total hemoglobin is too low when analyzing whole blood or hemolysate samples with poor sample integrity, due to micro-clots and particulate matter, associated with low total hemoglobin values. This may lead to the potential for whole blood %hba1c results to be erratic. The issue has the potential to result in falsely elevated hemoglobin %a1c and hemoglobin a1c patient results. There has been no reported adverse impact to patient management as a result of this issue.

Manufacturer narrative:
Continued information for correction/removal reporting number: 3016438761-06/16/22-001-c. During the investigation to this issue, internal data analysis found the current set value for low linearity range for the total hemoglobin is too low when analyzing whole blood or hemolysate samples with poor sample integrity, due to micro-clots and particulate matter, associated with low total hemoglobin values. It was identified that a revision to the total hemoglobin low linearity values for the architect & alinity hemoglobin a1c whole blood and hemolysate applications was required. To address the linearity issue, for whole blood application, the thbwb low linearity value has been updated to 53.8278 umol/l; for the hemolysate application, the thbh low linearity value has been updated to 1250 umol/l to prevent the potential for falsely elevated results. A product correction letter was sent to all customers who have received impacted lots of the architect hemoglobin a1c (list number 04p52-20) and alinity c hemoglobin a1c reagent kit (list number 08p4320 and 08p4377). The letter informs the customer of the issue and provides them with instructions for necessary actions to perform, which includes immediately installing the updated assay file versions (based on their impacted product and sample application) and then manually configuring the low linearity value. Continued for all in date lots for both architect and alinity hemoglobin a1c reagents: brand name, catalog no., lot number, expiration date, UDI#, and device mfg date: alinity c hemoglobin a1c reagent kit, 08p43-20, 59561uq04, exp date: 04jul2022,(B)(4), mfg date: 05apr2021. Alinity c hemoglobin a1c reagent kit, 08p43-20, 59779uq05, exp date: 20aug2022, (B)(4), mfg date: 21may2021. Alinity c hemoglobin a1c reagent kit, 08p43-20, 60229uq07, exp date: 08oct2022, (B)(4), mfg date: 09jul2021. Alinity c hemoglobin a1c reagent kit, 08p43-20, 60540uq09, exp date: 19dec2022, (B)(4), mfg date: 20sep2021. Alinity c hemoglobin a1c reagent kit, 08p43-20, 61011uq10, exp date: 20jan2023, (B)(4), mfg date: 21oct2021. Alinity c hemoglobin a1c reagent kit, 08p43-20, 61349uq01, exp date: 02apr2023, (B)(4), mfg date: 03jan2022. Alinity c hemoglobin a1c reagent kit, 08p43-20, 61658uq01, exp date: 26apr2023, (B)(4), mfg date: 27jan2022. Alinity c hemoglobin a1c reagent kit, 08p43-77, 59801uq04, exp date: 04jul2022, (B)(4), mfg date: 05apr2021. Alinity c hemoglobin a1c reagent kit, 08p43-77, 60763uq09, exp date: 19dec2022, (B)(4), mfg date: 20sep2021. Hemoglobin a1c, 04p52-20, 59868uq05, exp date: 11aug2022, (B)(4), mfg date: 12may2021. Hemoglobin a1c, 04p52-20, 59900uq06, exp date: 08sept2022, (B)(4), mfg date: 10jun2021. Hemoglobin a1c, 04p52-20, 60138uq07, exp date: 11oct2022, (B)(4), mfg date: 12jul2021. Hemoglobin a1c, 04p52-20, 60237uq08, exp date: 04nov2022, (B)(4), mfg date: 05aug2021. Hemoglobin a1c, 04p52-20, 60535uq08, exp date: 11nov2022, (B)(4), mfg date: 12aug2021. Hemoglobin a1c, 04p52-20, 60698uq09, exp date: 29dec2022, (B)(4), mfg date: 30sep2021. Hemoglobin a1c, 04p52-20, 60880uq10, exp date: 26jan2023, (B)(4), mfg date: 27oct2021. Hemoglobin a1c, 04p52-20, 61066uq11, exp date: 26feb2023, (B)(4), mfg date: 24nov2021. Hemoglobin a1c, 04p52-20, 61246uq01, exp date: 04arp2023, (B)(4), mfg date: 05jan2022. Hemoglobin a1c, 04p52-20, 61250uq01, exp date: 10apr2023, (B)(4), mfg date: 11jan2022.